Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported navigation (nav) ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:10feb2021; b4:11feb2021. The international key market confirmed the accurate failure was a noisy blower and not the navigation ring as previously reported. The international key market confirmed engineers confirmed blower issue and replaced the blower and the unit is now back to normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.